Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as peritonitis diagnosis, the patient was treated with vancomycin injection (1g, every 5th day, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from the peritonitis and recovered from cloudy effluent. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that fourteen (14) days after the event diagnosis, antibiotic treatment was discontinued. On an unreported date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.